Event description:
It was reported the procedure was being performed in cardiac surgery. While in use, they found blood outside the cvc due to dislocation of the distal extension line from the hub. As a result, the catheter was exchanged with a new one. They do not know if there was a delay in treatment and no patient death or complications reported. Follow up information received on (B)(6) 2012, states the catheter was inserted into the patients subclavian. There was a delay in treatment for an indefinite period in which the drugs were not administered (approximately 30 minutes). The patient outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.